Event description:
It was reported that there was a gradual impedance rise as noted from the save-to-disk files for this device. There have been no patient complications or complaints as a result of this issue. (B)(6) 2011 it was also reported that the lead was capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4) on 2010-04-30. Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).